Event description:
International affiliate reports the tip of the expedium quick connect polyaxial screwdriver sheared off inside a screw head during screw insertion. The broken tip was left inside the head of the implanted screw as it could not be removed and did not interfere with rod insertion or reduction. The affiliate reports the screw insertion technique that was adopted at the time was transfixation across s1 into l5 body which is not a standard pedicle screw insertion technique.

Manufacturer narrative:
Device manufacture date: 10/25/2011; 11/07/2011. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture dates: oct 25, 2011; nov 7, 2011. The expedium quick connect polyaxial driver was not returned for evaluation. Review of the device history found no discrepancies. A twelve month complaint trend analysis was conducted and the device family has been reviewed as a part of post market surveillance activities with no design actions required as a result. The root cause for the tip breaking cannot be positively identified. However, it may be due to unanticipated forces being placed on it during screw insertion. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.